Event description:
Patient's mom contacted dexcom technical support on (B)(6) 2015 to report an intermittent audio output on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient's mom to test the alert functionality and patient's mom reported alerts did work in the "try it" function.

Manufacturer narrative:
(B)(4).